Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective replacement procedure, noise resulting in automatic mode switch episodes was noted on the atrial lead. The lead was capped and replaced with a new lead. The patient was in stable condition.